Manufacturer narrative:
The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." According to the risk mgr, the pt was treated with antibiotics and the mesh remained implanted. Available info indicates no device will be returned and that no add'l info will be provided. We, therefore, consider this report compete to the best of our current knowledge. This MDR includes all pt, event and device info davol has and will receive from the reporting facility. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no further details or medical records will be provided. No conclusion can be drawn at this time.

Event description:
The following info was reported to davol fa by implant facility risk mgr as obtained from implant surgeon: (B)(6) 2010, the pt underwent xenmatrix implant via open abdominal approach. The wound at the time of implant was classified as clean / contaminated. A enterotomy was noted during the implant procedure. The pt had a history of incisional hernias. The size of the defect prior to repair was 12 x 8. The mesh was fixated with vicryl suture. The implant procedure was 1.5 hours in duration. The porcine mesh was trimmed at the corners. An infection was diagnosed post implant. Po antibiotic therapy was prescribed. The graft was not explanted.